Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the case a 6fr angio-seal device was used. The device was deployed as normal and when pulled tight the footplate broke free in the vessel and the plug pulled out through the ostomy. Pressure was then held for 20 minutes because the patient had tpa (tissue plasminogen activator). The footplate is still presumed to be in the patient. Additional information was received on 12/13/18. The procedure being performed was a stroke rescue. The patient is doing well. Additional information was received on 12/18/18. A 088 neuron max sheath was used prior to the angio-seal. A pre-deployment angiogram was performed. There was mild atherosclerotic disease present in the access artery site. The anchor separated before full anticipated force. The anchor was confirmed to be left in the patient by visualization of the materials that were present after deployment and the foot plate (anchor) was absent after but was present before insertion. The collagen was not deployed. There was no testing done to locate the anchor but the location of the anchor is the vessel. There was no medical or surgical intervention performed to remove the anchor. There were no other devices or equipment being used with the angio-seal device. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and provide the completed investigation results. One used 6fr angioseal vip device was returned for evaluation. Visual inspection revealed that the collagen knot was found at the distal end of the fully exposed tamping tube. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. The hemostatic sheath was properly mated with the deployment sleeve. The deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopy was used to determine if the anchor was still present in the collagen, and the anchor could not be observed within the knot. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results the reported event was likely due to collagen being over tamped. However, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: "once hemostasis is achieved do not tamp to intentionally go beyond the distal end of the black compaction marker."